Event description:
It was reported the patient has experienced pain at the ipg site for approximately 2 months. Surgical intervention was undertaken on (B)(6) 2014 and the patient's ipg was moved to his abdomen. The issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.